Manufacturer narrative:
Sorin group (B)(4) manufacturers the apex oxygenator. The 510(k) number is k083021. The device is a component of the sorin group USA custom perfusion pack (B)(4). This report is filed on behalf of sorin group (B)(4). During the procedure, the perfusionist reported experiencing low po2 values. The apex oxygenator was changed out. There was no patient injury. Risk management stated that a voluntary report under medical record (B)(4) was filed as "product use error" and not a malfunction. It was also stated that the biomed, anesthesia, and perfusionist indicated the oxygenator did not appear to be clogged. Risk management indicated that the device was inadvertently discarded and not available for evaluation. Without the physical device, it is not possible to evaluate the reported problem. However, as a result of the facility's assessment as stated above, it appears that the device functioned properly and the potential problem was user error. No further action is deemed necessary.

Event description:
During the procedure, the perfusionist reported experiencing low po2 values. The device was changed out. There was no patient injury.